Event description:
The customer reported that she was hospitalized with a low blood glucose reading of 30 mg/dl. The customer stated that her insulin pump may have been exposed to an x-ray when she had it mailed to her home via the postal service. The customer stated that she filled the reservoir with 100 units that night, and when she woke up the next day, the reservoir was empty. The customer filled a new reservoir with 100 units, and the next day it was down to 66.3 units. Troubleshooting was performed, and the insulin pump was programmed correctly. Reviewed the alarm history, and the insulin pump appeared to have been priming every two minutes while the customer slept. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.